Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil would not advance; therefore, it was removed. The physician then attempted to advance a new ruby coil through the same microcatheter; however, resistance was experienced again and the ruby coil would not advance. Therefore, both ruby coil and microcatheter were removed. The physician then placed a new non-penumbra microcatheter and attempted to advance the previous two ruby coils. However, resistance was encountered again and both ruby coils were unable to advance through the microcatheter. Therefore, the ruby coils were removed and the procedure was completed using new penumbra coils and the same microcatheter. It should be noted that the physician did not maintain continuous flush during the procedure and a rotating hemostasis valve (rhv) was used. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-0142. The hospital disposed of the device.